Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
This procedure was part of a clinical trial in (B)(6). The treated lesion was in the sfa. The index procedure was performed on (B)(6) 2015. At the 30 day followup there was no intermittent claudication but there was tightness of the lower limb. At the 60 day follow-up the physician confirmed there was mild-moderate stenosis at the treated lesion, but there was no intermittent claudication. (B)(6) 2015, at the 180 day follow up, duplex ultrasonography confirmed there was occlusion of the lesion. The occlusion was severe and the subject complained that walking was difficult and painful. (B)(6) 2015 endovascular treatment was conducted. The physician deployed a stent (6x150mm) after pre-dilatation of the target lesion. The result was 0% stenosis and good dilatation of the lesion.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.(B)(4)